Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a patient was transferred to the facility with a ng tube secured with a bridle. The patient dislodged her tube and it appears she somehow managed to tear the tube as she did this, leaving the weighted tip in her body. Additional information provided by the customer stated that the ng tube was in place for 3 days. The ng tube was secured with a nasogastric tube bridle. The patient pulled the tube out on their own. The tube appears to be torn 2 cm below (toward where the weighted tip is) the 10cm marking. The patient was made nil by mouth immediately and was sent for medical review. Home medical reviewed and consulted with gastro team. The patient had a chest x-ray to try and locate the position of the ti; it was not found and assumed to have passed into the bowels. A non urgent axr was ordered but it was decided not to go ahead with this. Under the advice of gastro, the tip was unlikely to obstruct therefore awaiting for tip to pass through into stool.

Manufacturer narrative:
Additional information: d9, h3, h6. Investigation summary: a lot number was not provided therefore the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One decontaminated sample without its original package or lot number was received for the investigation. The sample was reviewed. The tube length was measured and meets the established specification; however, a cut that is not part of the process was observed at the tip of the disassembly, and as well, the bolus was missing. An investigation was conducted with the multifunctional team and a gemba walk was performed into the manufacturing process. All process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging and inspections performed to the product. Regarding inspections performed to the product, current controls include a pull test in order to verify the conformity of the subassembly of the bolus, which are performed by qa inspectors prior to material release; these steps were found in place and properly followed. After reviewing and replicating the reported condition, a definitive root cause could not be determined however a potential root cause could be lac of solvent in the component. A quality alert was developed to notify the personnel about the reported condition. A production notification was performed to all involved personnel to ensure that they are aware on the issue. A training was performed in all shift and it was mentioned to dip the bolus and tube into the thf for 3 seconds and assembly both components. Risk assessment was generated. At this time, no further actions are needed. This complaint will be used for tracking and trending purposes.